Event description:
It was reported by the patient that they nearly died during surgery for an implantable neurostimulator (ins) on (B)(6) 2007. The patient stated the hcp "must have used too much anesthesia." The patient recovered and was now calling with a programming inquiry. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, explanted: na; product type lead, product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, explanted: na; product type lead, product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, explanted: na; product type programmer.